Manufacturer narrative:
Three potential part and lot number combinations were provided for investigation purposes; however, it is unknown which part/lot combination had the reported issue. Product packaging was visually inspected and photographed upon return. Failure was due to sealing of the outer flange over the inner flange during manufacturing, resulting in the inner tyvek being pulled up when the outer tyvek was removed. Material inconsistencies on the flange of the outer cavity support this rationale. The intact portion of the outer seal that was not affected by the inner tab was measured to be over 3/16", indicating that a sufficient seal was maintained. Device history records review indicated that the devices were manufactured to specifications. A stock investigation was conducted which revealed that there are no devices with the provided part/lot combinations left in inventory. Operator awareness training was conducted on feb. 4, 2016 in response to this issue.

Manufacturer narrative:
(B)(4). Other device used: catalog #0202161040, ncb motion lock screw, lot #62137718; catalog #0202161040, ncb motion lock screw, lot #62242611. This report will be amended when our investigation is complete.

Event description:
It is reported the inner lid was stuck with the outer lid.

Manufacturer narrative:
This report will be amended when our investigation is complete.